Manufacturer narrative:
Due to character restriction in block e1 e1 event site name is (B)(6). Corrected field : e1 ( event site telephone , event site name ) updated field : b4 , g3 , g6 , h2 , h11.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4,d9, e1(event site telephone), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse evaluated the unit for autofill failure in the cs300. Checked all transducer calibrations and all are within range. Safety disk leak test done and it passed the testing. Open the machine and verified all internal tubing. Reconnected purge assy tubings, filter tubings etc. Cleaned the transducers and found the unit working satisfactory. Tested the machine for long time and no error found. Machine handed over to end user with good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by user, cs300 intra aortic balloon pump (iabp) had an autofill failure error. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, e1(event site telephone, email), g3, g6, h2, h11.

Event description:
N/a.